Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after use in the procedure. The balloon and guidewire lumen were separate. The guidewire lumen was kinked due to return packaging of the device. An image of the device post-procedure was provided. The image showed that the balloon, guidewire lumen, and nose tip were separated. The image confirmed the complaint event. A video was also provided of the balloon inflation. The video showed that the balloon burst on full inflation. The delivery system was visually inspected. The balloon and guidewire lumen were separated. There was a radial and longitudinal balloon burst, with balloon material folded over the nose tip. The distal shoulder was flared out. Due to the condition of the returned device (used with unfolded, ruptured balloon), no functional testing was able to be performed. Balloon single wall thickness measurements were taken along the edge of the tear and all measurements were within specification. Device history record did not reveal manufacturing non-conformances that would have contributed to the complaint events. Lot history review revealed one additional complaint for balloon burst with withdrawal difficulty; no manufacturing nonconformances were identified during that complaint evaluation. Available information suggested that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the events. A review of complaint history from june 2018 to may 2019 for the edwards ultra delivery system (all models and sizes) revealed other similar complaints with returned devices. No manufacturing nonconformances that would have contributed to the event were identified during these investigations. Available information suggested that patient/procedural factors contributed to the reported event. The delivery system and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU/training deficiencies have been identified. The complaints were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. Per report, the native annulus was severely calcified. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from re-entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The bent shoulders on the nose tip indicate that the distal shoulder caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then resulted in the separation of the distal tip. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (balloon burst and excessive force upon withdrawal) contributed to the reported event. Based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing nonconformances contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (balloon burst and excessive force upon withdrawal) contributed to the balloon burst with subsequent withdrawal difficulty resulting in separation of the distal tip. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. However, it should be noted that this complaint occurred prior to the release of the training bulletin.  A product risk assessment and CAPA were previously initiated to address ultra balloon burst and retrieval issues.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the 26mm sapien 3 ultra case by tf approach in aortic position, once the balloon reached the maximum expansion, the balloon burst. The patient annulus was severely calcified. When removing the ultra delivery system, the balloon got caught on the tip of the axela sheath and the ultra delivery system tip separated. The tip was then able to be removed with a snare but the femoral artery tore during the removal. External compression was applied and a balloon was placed, but the bleeding could not be stopped. Therefore a covered stent was implanted which stopped the bleeding. Despite the issues, the valve was correctly implanted with a good hemodynamic result, and the patient was doing well post procedure.